Manufacturer narrative:
Related manufacturer report number #2916596-2023-06069. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file, containing approximately 39 days of information (B)(6) 2023 per timestamp). No external power alarms were observed while the system was supported by the mpu at 15:24 on (B)(6) 2023, 17:59 on (B)(6) 2023, 5:23 on (B)(6) 2023, 16:17 on (B)(6) 2023, and 19:12 on (B)(6) 2023. These alarms appeared to have been caused by a loss of ac power, as the rsoc of both cables simultaneously decreased prior to the alarm activation. During the times of power interruption, the system was supported by the emergency backup battery and the pump was able to maintain a speed above the low speed limit. The abnormal alarms resolved when external power was restored. The mpu (serial number: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information regarding the circumstances that may have contributed to the alarm activation; however, no response was received. The root cause of the observed no external power alarms was suspected to be related to losses of ac power. The heartmate ii patient handbook (section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records of the mobile power unit were unable to be reviewed, as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had low voltage alarms. The log file captured several low voltage hazard events throughout the log while using the mobile power unit (mpu). These were noted on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023. It appeared that the mpu lost total power enabling the backup battery in the system controller until power was restored to the mpu. More recently from (B)(6) 2023, the log noticed a low voltage hazard/no external power event while using the mpu. It appeared that the patient was switching from mpu to battery power and disconnected both power leads. Then, it continued low voltage hazard events were noted when using battery power with the black power lead disconnected.

Manufacturer narrative:
Related controller is reported under MFR# 2916596-2023-06773. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.